Manufacturer narrative:
B5 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens excessive vault. The lens remains implanted. Cause of the event was reported as unknown and unknown if device failed to perform as intended.